Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/11/2014. Device evaluation: the pump and meter have been returned and evaluated by product analysis on 03/27/2014 with the following findings: during investigation, a review of the black box and alarm history showed o evidence of a call service alarm occurring. An ¿ezprime¿ sequence and 24 hour duration test were successfully completed with no call service alarms being duplicated. The pump cover was removed and no evidence of internal moisture or damage to the printed circuit board was observed. The meter powered up normally and paired successfully with returned pump. No errors related to the complaint were observed in history and no errors occurred during investigation. The complaint was not able to be duplicated during investigation. There was no defect found to the pump or meter.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was emitting communication call service alarms. Reportedly, there were no alarms displayed on the screen at the time of the alarms and were not recorded in the pump history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.